Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) had the alarm the night before and didn't call about it until the morning. The hp was connected at the time of the alarm. During troubleshooting no issues were noted which could have contributed to the event. A baxter technical service representative (tsr) informed the hp of the error's meaning and how to clear the error when it occurs. The tsr stressed to the hp that they should call for assistance whenever the unit alarms, and not to wait. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.